Manufacturer narrative:
It was reported that patient presented to the clinic after receiving inappropriate shocks. The patient is being monitored. No further information was provided. (B)(4).

Event description:
It was reported that patient presented to the clinic after receiving inappropriate shocks. The patient is being monitored. No further information was provided.

Event description:
New information states that patient is in stable condition. Vt/vf episodes were appropriate and received medicine treatment continuously.